Manufacturer narrative:
The initial MDR 2517506-2016-00458 was filed on november 21, 2016. Additional information (12/20/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data. The customer performed a passing precision test on sample ID (B)(6), after the discordant results were obtained. The cause of the discordant, falsely elevated enzymatic creatinine results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecrea) results were obtained on two patient samples (lithium heparin tubes) on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The dry tube samples obtained from the same patients were tested on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecrea results.

Manufacturer narrative:
The initial MDR 2517506-2016-00458 was filed on november 21, 2016. Supplemental MDR 2517506-2016-00458_s1 was filed on january 9, 2017. Additional information (12/22/2016): a siemens customer service engineer (cse). The cse replaced the wheel motor filter, photometer cables , and photometer home sensor. The cse cleaned the optical filters and photometer tube, and aligned the photometer. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.